Manufacturer narrative:
The field service engineer replaced sample probes and re-aligned a probe wash well. The wash well flow path was cleaned. Upon review of the alarm trace, abnormal aspiration alarms were observed. This suggests a sample pipetting issue. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with tina-quant hemoglobin a1cdx gen. 3 on a cobas c 513 analyzer. The sample initially resulted in an hba1c value of 61 mmol/mol. The result was questioned by the physician. The sample was repeated on (B)(6) 2023, resulting in an hba1c value of 31 mmol/mol.

Manufacturer narrative:
The hba1c reagent lot number was 71888500. The reagent expiration date was requested, but not provided. The investigation is ongoing.